Manufacturer narrative:
Mfg date: the device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip broke off during use and remained inside the patient.

Manufacturer narrative:
Alleged failure: tip broke probable root cause: protective measures: 100% visual inspection info: overuse may cause excessive electrode wear do not use the probe as a tool for the mechanical displacement of tissue or bon. Do not use excessive force when inserting or removing the probe. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Event description:
It was reported that the tip broke off during use and remained inside the patient.